Event description:
It was reported that the patient experienced nocturnal hypoglycemia while using the ilet system after treating an initial low blood glucose of approximately 70 mg/dl with honey and an ensure shake, which was followed by system-delivered correction doses and a subsequent low of approximately 57 mg/dl; the event was associated with user difficulties in hypoglycemia treatment and questions regarding continuous glucose monitor (cgm) target settings that require healthcare provider approval. Symptoms included hypoglycemia and malaise. Outcomes included the need for oral carbohydrate intervention and user education. Investigation included technical support review and user education on hypoglycemia treatment and alarm response. Investigation of this case revealed user error due to overtreatment of hypoglycemia leading to recurrent lows. It was concluded that the device functioned as designed and the event was attributable to use error with overtreatment and subsequent correction dosing dynamics. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.